Event description:
It was reported the patient had the catheter removed secondary to arachnoiditis. The patient had a CT scan that confirmed the arachnoiditis. The catheter removal appeared to help with the patient's symptoms